Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating") and coagulopathy ("clotting"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension and coagulopathy outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, coagulopathy, migraine, muscle spasms, pain in extremity and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating") and coagulopathy ("clotting"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension and coagulopathy outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, coagulopathy, migraine, muscle spasms, pain in extremity and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('shifting of coils') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 976386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and menorrhagia. Concurrent conditions included obesity, unspecified. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines/unexplained migraines"), emotional disorder ("very emotional"), fatigue ("fatigue"), headache ("headaches") and adverse event ("other injury: complications: unspecified") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: unspecified"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction unexplained outbreak"), skin burning sensation ("skin burning/burning sensation in skin") and rash erythematous ("red rash"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain/joint pain and hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating/unhappy with appearance of being bloated"), coagulopathy ("clotting"), crying ("crying a lot"), muscular weakness ("muscle weakness"), vulvovaginal pain ("sham pain in vagina"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain: fallopian tubes"). The patient was treated with surgery (she underwent salpingectomy and hysterectomy (full) to remove the essure and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension, coagulopathy, vaginal haemorrhage, menorrhagia, hypersensitivity, emotional disorder, crying, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, muscular weakness, neuralgia, rash erythematous, weight increased, uterine pain, hormone level abnormal, adverse event and adnexa uteri pain outcome was unknown, the genital haemorrhage and skin burning sensation had resolved and the migraine and vulvovaginal pain was resolving. The reporter considered abdominal distension, adnexa uteri pain, adverse event, anxiety, arthralgia, back pain, coagulopathy, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, muscle spasms, muscular weakness, neuralgia, pain in extremity, pelvic pain, rash erythematous, skin burning sensation, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 146 lbs. She had need for additional surgery. Discrepancy noted as per pif insertion date (B)(6) 2012 . Left-5, right-2 trailing coil. Patient dob reported in mr (B)(6) 2020) : (B)(6) 1986 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2020: mr received : reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('shifting of coils') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 976386-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and menorrhagia. Concurrent conditions included obesity, unspecified. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/unexplained migraines"), emotional disorder ("very emotional"), fatigue ("fatigue"), headache ("headaches") and adverse event ("other injury: complications: unspecified") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: unspecified"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction unexplained outbreak"), skin burning sensation ("skin burning/burning sensation in skin") and rash erythematous ("red rash"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain/joint pain and hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating/unhappy with appearance of being bloated"), coagulopathy ("clotting"), crying ("crying a lot"), muscular weakness ("muscle weakness"), vulvovaginal pain ("sham pain in vagina"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain: fallopian tubes"). The patient was treated with surgery (she underwent salpingectomy and hysterectomy (full) to remove the essure and laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension, coagulopathy, vaginal haemorrhage, menorrhagia, hypersensitivity, emotional disorder, crying, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, muscular weakness, neuralgia, rash erythematous, weight increased, uterine pain, hormone level abnormal, adverse event and adnexa uteri pain outcome was unknown, the genital haemorrhage and skin burning sensation had resolved and the migraine and vulvovaginal pain was resolving. The reporter considered abdominal distension, adnexa uteri pain, adverse event, anxiety, arthralgia, back pain, coagulopathy, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, muscle spasms, muscular weakness, neuralgia, pain in extremity, pelvic pain, rash erythematous, skin burning sensation, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 146 lbs. She had need for additional surgery. Discrepancy noted as per pif insertion date (B)(6) 2012. Left-5, right-2 trailing coil, patient dob reported in mr (B)(6) 2020: (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Lot number [976386 ] is inv. Most recent follow-up information incorporated above includes: on 6-oct-2020: ¿update of information (batch is not valid)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('shifting of coils') and pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 976386-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and menorrhagia. Concurrent conditions included obesity, unspecified. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines/unexplained migraines"), emotional disorder ("very emotional"), fatigue ("fatigue"), headache ("headaches") and adverse event ("other injury: complications: unspecified") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: unspecified"). In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction unexplained outbreak"), skin burning sensation ("skin burning/burning sensation in skin") and rash erythematous ("red rash"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain/joint pain and hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating/unhappy with appearance of being bloated"), coagulopathy ("clotting"), crying ("crying a lot"), muscular weakness ("muscle weakness"), vulvovaginal pain ("sham pain in vagina"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain: fallopian tubes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension, coagulopathy, vaginal haemorrhage, menorrhagia, hypersensitivity, emotional disorder, crying, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, muscular weakness, neuralgia, rash erythematous, weight increased, uterine pain, hormone level abnormal, adverse event and adnexa uteri pain outcome was unknown, the genital haemorrhage and skin burning sensation had resolved and the migraine and vulvovaginal pain was resolving. The reporter considered abdominal distension, adnexa uteri pain, adverse event, anxiety, arthralgia, back pain, coagulopathy, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, muscle spasms, muscular weakness, neuralgia, pain in extremity, pelvic pain, rash erythematous, skin burning sensation, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 146 lbs. She had need for additional surgery. Discrepancy noted as per pif insertion date (B)(6) 2012 . Left-5, right-2 trailing coil. Patient dob reported in mr (B)(6) 2020) : (B)(6) 1986. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Lot number [976386 ] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("shifting of coils"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and menorrhagia. Concurrent conditions included obesity, unspecified. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines/unexplained migraines"), emotional disorder ("very emotional"), fatigue ("fatigue"), headache ("headaches") and adverse event ("other injury: complications: unspecified") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes describe: unspecified"). In march 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction unexplained outbreak"), skin burning sensation ("skin burning/burning sensation in skin") and rash erythematous ("red rash"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), muscle spasms ("spasms"), back pain ("back pain"), arthralgia ("hip pain/joint pain and hip pain"), pain in extremity ("legs pain"), abdominal distension ("severe bloating/unhappy with appearance of being bloated"), coagulopathy ("clotting"), crying ("crying a lot"), muscular weakness ("muscle weakness"), vulvovaginal pain ("sham pain in vagina"), uterine pain ("pain in uterus") and adnexa uteri pain ("pain: fallopian tubes"). The patient was treated with surgery (she underwent salpingectomy and hysterectomy (full) to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, muscle spasms, back pain, arthralgia, pain in extremity, abdominal distension, coagulopathy, vaginal haemorrhage, menorrhagia, hypersensitivity, emotional disorder, crying, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, muscular weakness, neuralgia, rash erythematous, weight increased, uterine pain, hormone level abnormal, adverse event and adnexa uteri pain outcome was unknown, the genital haemorrhage and skin burning sensation had resolved and the migraine and vulvovaginal pain was resolving. The reporter considered abdominal distension, adnexa uteri pain, adverse event, anxiety, arthralgia, back pain, coagulopathy, crying, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, muscle spasms, muscular weakness, neuralgia, pain in extremity, pelvic pain, rash erythematous, skin burning sensation, uterine pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 146 lbs. She had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: reporter information was added. This case concerns 29 year old patient. Her historical and concurrent conditions were added. Her lab data was added. Essure indication was added. Per plaintiff fact sheet following events: shifting of coils, abnormal bleeding (vaginal, menorrhagia, allergic or hypersensitivity reaction unexplained outbreak, very emotional, crying a lot, depression, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, headaches, muscle weakness, nerve pain, skin burning/burning sensation in skin, red rash, weight gain, sham pain in vagina, pain in uterus, hormonal changes describe: unspecified, other injury: complications: unspecified, pain: fallopian tubes, heavy bleeding were added. She had recovered from heavy bleeding, burning sensation in skin and recovering from pain in vagina, migraine. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.